Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge and filled it with insulin, but the issue was not resolved. Technical support instructed the caller to clean the pump's pneumatic tap and guided them on loading a new cartridge using the proper technique. However, loading a second cartridge was not possible as the customer had no more insulin. The customer planned to contact their healthcare provider, and technical support intended to follow up later to check if insulin usage was resumed.